Event description:
The complainant alleged that basic life support medics analyzed a pt who was vital signs absent and presenting a ventricular-fibrillation rhythm and the device returned a "no shock advised" determination. After one minute of CPR, the pt was analyzed a second time and the device again returned a "no shock advised" determination. Medics performed another minute of CPR and re-analyzed the pt and rec'd a "shock advised" prompt and delivered a 200 joule shock to the pt and the heart-rhythm converted to asystole. Paramedics arrived on scene and assumed treatment of the pt. After several more minutes or treatment, the paramedics were informed that the pt had a "do not resuscitate" order and therapy was halted.